Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference and was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.